Manufacturer narrative:
Insulin pump not received stuck in manufacturing mode. Unit passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance on the electrical board. After disconnecting and reconnecting the internal battery connector on the electrical board, the insulin pump was monitored and functioned properly. Unit received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window and keypad overlay texture damage.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they had a replace battery now alarm. The alarm occurred less than 10 hours from the low battery. They had inserted a new battery. The battery cap was okay. The anomaly occurred for the second time. The customer¿s blood glucose was 159 mg/dl. The device will be returned for analysis.